Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, due to complaints of abdominal pain and effluent expressed from the peritoneal dialysis catheter was cloudy. On an unknown date while admitted, the patient was diagnosed with peritonitis and was started on antibiotics (drum name, dose, route, and frequency unknown). On an unknown date while admitted, the patient was diagnosed with septicemia. On (B)(6) 2014, the patient experienced cardiac arrest and expired. This nurse reported that the patient was not dialyzing when he was admitted or when he died. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not don mask.